Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the handpiece device was heating up. There was no delay in the reported event. An identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the bearings were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. However during engineering evaluation it was also observed that the swivel assembly was loose. The assignable root cause of the swivel joint separation was a lack of loctite threadlocker adhesion to the threaded mating inner swivel components. This has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.